Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches to the display window, a cracked case near a display window corner, a cracked reservoir tube lip and window, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported a motor error alarm during a bolus delivery. The customer also reported a weak battery alarm. Customer's blood glucose was 222 mg/dl. The customer could not recall any significant events leading to the alarm. He also stated he had changed the infusion set and battery in an attempt to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.